Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting and programming options. The plan is to continue to monitor the rv lead at this time. The rv lead remains in service. No adverse patient effects were reported.